Event description:
Literature complaint: bipolar sealer device reduces blood loss and transfusion requirements in posterior spinal fusion for adolescent idiopathic scoliosis zachary gordon-md, jochen son-hing-md, connie poe-kochert-cnp, george thompson-md published: 6/26/2013 adverse event: patient treated with aquamantys 6.0 bipolar sealer developed deep post-op infection. Infection treated with anti-biotics and healed without further complication.

Manufacturer narrative:
(Method): device discarded therefore unable to be returned to manufacturer for analysis. Evaluation code (result): device discarded therefore unable to be returned to manufacturer for analysis. (Conclusion): device discarded therefore unable to be returned to manufacturer for analysis. (B)(4).